Event description:
It was reported that a patient experienced chemical peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event and treated with intraperitoneal (ip) fortum (250mg, four times daily) and ip cloxa (250mg, four times daily) for chemical peritonitis. Six days later, the treatment ended, and the patient was discharged from the hospital. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.